Manufacturer narrative:
Device analysis report attached. This report is submitted on march 08, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to an infection (non-device related). Reimplantation is planned but had not taken place at the time of this report.